Event description:
It was reported that the pt was referred for x-rays due to some nausea, which showed that the leads were loose according to the x-ray tech. It is not clear what they visualized or how this was determined. It was also noted that after ect treatment in (B)(6), previous nausea was resolved. Pt came in due to x-rays and high lead impedance. The pt is scheduled for revision surgery, but it has not occurred to date. Attempts for further info have been unsuccessful to date.